Event description:
It was reported that noise was observed on egms. The noise appeared to be due to an inner conductor fracture or insulation break. The lead was capped.

Manufacturer narrative:
No medwatch form was received.